Event description:
It was reported the patient had no stimulation sensation. The reporter stated for the past 3 days they have been unable to feel stimulation and experienced leakage. It was noted the patient saw their healthcare professional last monday and was told everything was fine. It was further noted the patient was on program 1 usually set at 2.4 and tried raising stimulation to 3.9, but they did not feel anything. The reporter stated they raised stimulation to 4.7 and still could not feel anything. It was noted there were no known accidents or incidents related to this complaint. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05v8n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).